Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown plif procedure. At an unknown time post-op, it was reported that a screw pulled-out. It is unknown if a revision will be done.